Event description:
Missed screw- this doctor typically does mis cases with perc screws. However, we did an open case to get further correction. Upon CT spin one screw missed laterally and was out of the pedicle entirely. Since this was an open case the skin had to be pulled away for the ee to have proper trajectory. This doctor uses a custom quattro spike with integrated surveillance marker, he knows this is a less accurate practice. They believe in this situation is that a skive happened, however I would like to get a formal diagnosis as this is the second time it happened in two weeks.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. During the insertion of screws, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted in the end effector. Software correctly detected the warning and alerted the user. The cause of the reported issue was traced to user technique.